Event description:
It was reported that enfit connection (ng tube) has been causing undigested food to get stuck while draining.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect diameter at end of tube". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the nasogastric tube ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that enfit connection (ng tube) has been causing undigested food to get stuck while draining.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.